Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
We received a user report via notification from the department of health and human services. The user report stated the following: the customer reported via phone call that the insulin pump screen showed pump error warning and it automatically restarted several times. The customer's blood glucose level was unknown. The customer reported that they subsequently required battery change. The customer will not return insulin pump for analysis.